Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was moderately calcified. The armada 35 7 mm / 40 mm on 80 cm balloon dilatation catheter burst after four inflations at 10 atmospheres. It was noted that contrast was escaping and there was blood in the syringe. The balloon was trapped in the lesion and was difficult to retrieve it or advance it. The procedure was completed with another balloon. The device was prepped according to the instructions for use with no issues noted. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the armada balloon catheter was removed by the use of a guiding catheter in retrograde approach. The stent was confirmed to be apposed to the vessel wall. There was no clinically significant delay and the patient had a good outcome. No additional information was provided.